Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation confirmed that the complete lead was returned and there was dried blood and body fluid noted in the lead lumen. There were cuts in the insulation at 325-328 and both the inner and outer insulation 330-333 mm from the terminal pin, which was most likely due to the removal of the suture sleeve.

Event description:
Boston scientific received information that the implant of this left ventricular (lv) lead was very difficult due to torturous venous access. During the entire implant, diaphragmatic stimulation was observed in all vectors. The physician elected to leave implanted with the stimulation occurring. One day post implant at device check, it was noted that there was loss of capture in all configurations and the lead is believed to have dislodged. The physician electrically turned down the lv lead and the next day this lv was explanted and an epicardial lead was implanted in its place. To date, there have been no additional adverse patient effects reported.